Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s implant was no longer working. The hcp had no additional information. There were no further complications reported or anticipated.